Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2020).

Event description:
It was reported that during preparation of an ultrasound guided kidney biopsy though normal issue density, the device allegedly self activated. It was further reported that the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Additionally, it was determined that the number of events is within the acceptable quality level. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions as it was able to prime, fire and obtain six chicken breast samples without issue. An x-ray of the device showed that the cannula tangs were not completely engaged with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the stylet spring. As the reported event could not be reproduced, the investigation is unconfirmed for the reported self-activation. The identified bent bumper may have contributed to the identified incomplete cannula tang engagement. Both of these are characteristic of inappropriate tolerance stack-up and could have potentially contributed to a self-activation at the time of the procedure, even though the reported event could not be reproduced under laboratory conditions. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 (expiry date: 10/2020). H11: h3, h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided kidney biopsy though normal issue density, the device allegedly self activated. It was further reported that the procedure was completed using another device. There was no patient contact.